Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -10.0/1.0/006 (sphere/cylinder/axis), was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023, due to low vault. The problem was not resolved. "Narrow vault" is reported for the status of the eye. Cause of the event is unknown.